Event description:
It was reported that the procedure was to treat a 90% restenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 1.20x6mm mini trek balloon dilatation catheter (bdc) was unpacking, soaked, and prepped for use without any issues noted. The mini trek was advanced, but could not fully cross the lesion and was inflated. The mini trek balloon ruptured at 8 atmospheres (atm) and was removed without issue. Non-abbott bdcs were used to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: desillon fl. Guide catheter: heartrail bl 3.5 (5 french). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.